Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level "high" on the cgm. Reportedly, elevated bg level was due to a non-tandem infusion set not being connected. Customer addressed bg level by administering a manual injection and bolus via the pump. The infusion set brand and manufacture was not provided.